Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. The insert/chip was not present on the female connector but there was evidence that one had been present. There was evidence of solvent inside the barrel of the light blue main body component. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a separation between the light blue piece (main body) and the dark blue piece (female connector) of a minicap transfer set. This was observed during use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.